Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. The batch history records for lot 14fm0005 were reviewed and no non-conformances were noted. Also four units of the retains were reviewed and no broken tubes or separation at the joint were found. A tensile strength was conducted on (B)(4) fms systems from 8 lots (including 1 from lot 14fm0005) to ensure the strength of the irrigation and inflation ports (and tubes), as well as, the 4-piece cannula set. All pieces passed the tensile tests. No previous investigations are available. There is not enough information to conclude the product does not meet specification. Product monitoring reviews will continue to monitor any product trends should this issue recur. No further actions are required.

Event description:
It was reported the patient had a fecal management system (fms) inserted for an unknown reason. While irrigating the fms with a syringe, the irrigation port came off. The user facility further reported the system had been in use for one (1) week and irrigated approximately three (3) times per day. It had been eight (8) hours since the last successful irrigation took place. The system was removed and replaced with a different system the next day. No patient complications were reported as a result of this event.

Manufacturer narrative:
It was discovered on november 04, 2015 that information about the evaluation was omitted on the initial MDR MFR report # 1049092-2015-00624 that was submitted on (B)(4) 2015. The tensile strength measured for the white inflation port was 1.78 kg and the blue irrigation port was 2.58 kg, both of which were over the minimum required tensile strength value of 1.02 kg. No previous investigations are available. After the detailed batch review, no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted. (B)(4).